Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states tube was being used during a gravity feed it was not hooked up to a pump, while initiating the feed the feeding port came apart from the feeding tube. The tube had been in for about a week, the patient did not have any adverse reaction. The clinician replaced the tube.

Manufacturer narrative:
A sample without original package or lot number was received for evaluation. The issue reported by the customer was confirmed. After performing visual inspection, a disconnection of the connector to the feeding tube was observed. The reported condition was confirmed. A review of the device history record could not be conducted because a lot number was not provided. The most likely root cause is lack of solvent in the assembly of the connector with the catheter. Corrective actions were taken to address the issue and improve the solvent dispenser system to control the amount of solvent dispensed. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.